Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. The patient received high blood glucose results and she changed the infusion set and administered corrections with an insulin pen. However, the patient's blood glucose remained high. The patient went to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with diabetic ketoacidosis and was treated with insulin injections. It was reported that the hcp analyzed the infusion device and did not find any abnormalities, but feels there may be something wrong with the device. The patient was hospitalized for 3-4 days.